Event description:
The customer reported that on (B)(6) 2011 erroneous, elevated unsaturated iron binding capacity (uibc) results, within and above the normal reference range, were generated on the olympus au2700 clinical chemistry analyzer for four patient samples. The initial, erroneous uibc results were reported outside of the laboratory however there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. Upon retest, the repeat results were lower, with two repeat results within the normal reference range and two repeat results below the normal reference range. The repeat results were regarded as valid and corrected reports were issued. Quality control (qc) results generated prior to the event were within customer established specifications, however were outside upper customer specifications at 20:00 on the event date. Reagent blank data from before and after the event showed a difference at the last read point. Uibc settings were correct in the analyzer, and calibration results showed consistent calibration factors. The samples were serum samples and original aliquots. Patient demographic information was not provided by the customer.

Manufacturer narrative:
Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the photometer lamp and fiber optics. The fse replaced the incubator temperature power control board. After completion of the necessary and verified repairs the instrument was returned back into operation. No definitive root cause for this event has been determined to date.